Manufacturer narrative:
Product event summary #(B)(4): the full lead was returned in segments, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. It was noted that the proximal conductor of the lead developed a fracture due to flexing while in vivo. A proximal portion was received measuring 19 cm. A distal portion was received measuring 45 cm.

Event description:
It was reported that the right ventricular (rv) lead had high impedance due to a possible fracture and oversensing of non-sustained episodes and high short interval counts (sic). The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).